Event description:
A review of svc data has detected a reportable event. During servicing, monitor sn (B)(4) failing incoming functional testing. The last pt to use this monitor did not report any deficiences.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
A review of service data has detected a reportable event. During servicing, monitor sn (B)(4) failing incoming functional testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon svc investigation the monitor failed incoming functional testing and fired 1 biphasic pulse and 4 monophasic pulses. The root cause of the monophasic pulses is currently under investigation. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.